Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) discussed possible options including this s-ICD needing to be downgraded with a programmer. Additional information is being requested by the field. No adverse patient effects were reported.